Event description:
Lap cholecystectomy: "on the date of the event (2 events the week of (B)(6) 2013), the clip applier(s) used were malfunctioning. The clips were not loading in to the jaws correctly, "splitting out" and also "scissoring." There were enough clips to finish the case and the patient was not harmed.

Manufacturer narrative:
The incident device not return the rep sample anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.